Manufacturer narrative:
Failure analysis (fa)received a gas delivery engine (gde) assembly and performed an investigation for the reported issue. The customer complaint of fio2 alarms was duplicated and isolated to the flag on the blender being stuck.

Event description:
Biomed at one of the user facilities called to request field service, indicating that one of their ventilators will not pass the "fio2 cal." He also mentioned that there is a loud leak near the back of the ventilator. This incident occurred prior to patient use. Carefusion field service was dispatched to the user facility.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, ran several performance/operational tests, and found that the blender was not responding. He replaced the gas delivery engine, and reloaded the correct code options. He then performed est/ovt tests. The unit passed all tests, and there were no further issues. The faulty gas delivery engine was returned to carefusion on (B)(6) 2015 for evaluation. Once evaluated a follow-up medwatch report will be submitted.